Manufacturer narrative:
MDR 3003442380-2024-02381 - device 4 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in united sates on (B)(6) 2024, it was reported that patient faced an issue with five infusion set tubing was leaking at site. The infusion set was in use for one to two days.. The patient replaced infusion set and resumed insulin successfully. No further information available.